Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that during a variax distal radius case the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).

Manufacturer narrative:
The reported event that screwdriver blade, t7 was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the lot number, the reprocessing steps used to clean the device, as well as the affected device must be available in order to determine the root cause of the complaint event. Nevertheless, based on complaint history review, some possible root causes are, but are not limited to: normal wear or fatigue linked to the extensive usage of the device. As a reminder, the cleaning and sterilization guide states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. See appendix 2 for further details [¿]". The application of an overtorque on the device, which could have caused its failure. As a reminder, the IFU states: "[¿] ensure that you are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. Please remember that product systems may be subject to alterations that may affect the compatibility of the instrument with other instruments or with implants. For your information, avail yourself of the training courses and publications offered. [¿]". An inadequate reprocessing of the device, which could have weakened the material and shortened its duration of usage. Please refer to the cleaning and sterilization guide. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a variax distal radius case the screwdriver broke at the tip. It was reported that at the time of breakage the drill guide was not being used. It was reported that a new screwdriver was used to continue the case (surgical delay 1 minute). It was reported that the surgeon attempted to remove the plate and screw in order to realign placement. It was reported that while attempting to remove the screw it was noted the screw was stripped. In order to remove the hardware the surgeon unwound the screw/plate from the patient. It was reported that a new plate and new screw set were used to complete the case (surgical delay 5-10 minutes).